Event description:
It was reported that resistance was met as the iab was passed through the sheath. As a result, the catheter was withdrawn back through the sheath. At that time, customer noticed that the central lumen had broken. Another MFR's iab was then passed through the same sheath uneventfully. There were no reported patient complications.